Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The involved line and the luer connector is manufactured by one of baxter suppliers. The cause of the event was determined to be design related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m150, an external fluid leak was observed from a broken effluent bag tubing connector. There was no patient injury or medical intervention associated with this event. No additional information is available.